Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. Customer stated the no delivery alarm was received while attempting to prime. Customer is unable to troubleshoot, and does not want to return the reservoir for analysis. The blood glucose reading was 181mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.